Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the driving cap/threaded (part # 03.010.523 & lot # unk) was received at us cq. Upon visual inspection it was noticed that the threaded distal tip was broken and struck inside the radiolucent insertion handle (product code: 03.033.001, lot number: 3l38401). The complaint condition is confirmed for the driving cap/threaded (part # 03.010.523 & lot # unk) as the threaded distal tip was broken and struck inside the radiolucent insertion handle. The remaining part of the driving cap was not returned. While no definitive root cause could be determined, it is possible the device encountered unintended forces when used. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings pie has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie-1565883. Sustaining engineering ticket as also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a femoral recon nail insertion on (B)(6) 2020, the tip of the threaded driving cap broke off while being impacted that was threaded into the radiolucent insertion handle . The surgeon attempted to use another driving cap to complete the insertion of the nail but by doing so the tip of the second driving cap was broken and ruined. However, the nail was successfully implanted. No damage was done to implant and the case was finished as planned. There was 2 minutes of surgical delay reported. Patient status is unknown. Concomitant device reported: radiolucent insertion handle (part # 03.033.001, lot # 3l38401, quantity 1), unknown aiming arm (part # unknown, lot # unknown, quantity 1), unknown hammer (part # unknown, lot # unknown, quantity 1), unknown femoral nail (part # unknown, lot # unknown, quantity 1). This report is for one (1) driving cap/threaded. This is report 1 of 2 for complaint (B)(4).